Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a brief dexcom g7 continuous glucose monitor sensor error with temporary signal loss, after which the sensor reconnected and glucose readings resumed; blood glucose control was not affected. Symptoms included no reported clinical effects. Outcomes included no functional impairment to daily activities and no need for medical intervention or hospitalization. Investigation included customer interview and troubleshooting with education on cgm signal loss and reconnection. Investigation of this case revealed a transient cgm communication issue with no persistent device malfunction and no impact on glucose values. It was concluded, based on previously established findings for similar reports, that the cause was transient signal interruption consistent with use-related or environmental factors.